Manufacturer narrative:
Rwmic is submitting this report on behalf of (B)(4). Follow-up report #1 is to provide FDA with the results of the device investigation/evaluation and history. The results of the device investigation as report by rw gmbh: the instrument was not sent in for examination by the user. Using process: on (B)(6) 2020, the patient's insufflator system suddenly failed during the operation, unable to supply co2. Detail of the investigation: after investigation the product was sold to hospital in 2015 by previous distributor bj surgical, later we terminate distributorship with this company, the hospital choose 3rd party repair company to repair, after our distributor hotemed approach to hospital, hospital said the device was repaired and functional, from our shanghai office feedback we did not trace the service record, so the device should be repaired by a 3rd service company. Analysis of cause: since the device was repaired by 3rd service company, cannot trace service record and find exact reason. Instructions for use: hospital chose it's own 3rd party repair and gave us feeback device functional now. Product risk: the hospital chose 3rd party to repair and gave us feedback device functional again. Richard wolf gmbh considers this matter closed. However, in the event rwgmbh receives any additional in-formation a follow up report will be submitted to FDA. Richard wolf medical instruments corporation(rwmic) submitting report on behalf of rwgmbh report.

Event description:
Please see manufacturers narrative for results device investigation.

Manufacturer narrative:
The device has been not returned to richard wolf gmbh by the user and a follow-up report will be issued as soon as the investigation is completed.

Event description:
The following was reported to rw gmbh: on (B)(6) 2020, the patient's insufflator system suddenly failed during the operation, unable to supply co2. During the operation, the space of abdominal cavity became smaller, the operation field became narrow, and the operation was forced to stop. The reason was that the insufflator system failed. Stopped the operation, replaced the spare equipment and continued the operation.